Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 42-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The medical team performing an impella implant had difficulty with anastomosis resulting in vessel dissection and oozing. The vessel dissection was sutured and patient was put on frequent checks for hematoma.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.